Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue through the downloaded data. It was found that there was a loose connection between the battery and the device terminals, this would trigger the battery level indicator on the device to display a zero charge icon and will produce and audible tone alarm. The root cause of the device failure could not be verified or determined.

Event description:
The customer contacted physio control to report that their device was showing a low (blank) battery indication and produced an audible alert tone, when it showed a battery capacity of three bars the previous day. Upon review of the electronic device records, physio control observed indications there may have been an issue with battery connection. When a battery has a loose connection with the device terminals, a device can display the reported symptoms. As a results, defibrillation therapy may not be able to be provided. If needed. There was no patient use associated with the reported event.